Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.

Event description:
The customer reported that the left monitor was not working which would cause a loss of live image. There is no report of pt injury or death.